Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the smoke was seen coming from the units while attached to the patient. There was patient involvement, but no harm. Additional information provided: per report, smoke was seen coming from the pcu and "the lvp on the left side of the pcu".

Event description:
It was reported that the smoke was seen coming from the units while attached to the patient. There was patient involvement, but no harm. Additional information provided: per report, smoke was seen coming from the pcu and "the lvp on the left side of the pcu".

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: returned to manufacturer on, concomitant med prod data. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of smoke coming from the alaris system was confirmed during visual inspection of the returned pcu, however no smoke was observed during laboratory testing. The initial inspection of the suspect pcu identified thermal damage as follows: thermal damage affected the left iui from pin 15 to 13. The left frame for iui was observed residue and thermal damage. A review of the suspect pcu error log showed error codes on 18 october 2024: at 12:49:21 pm log only error code 133.6090.5 is being attributed to a main speaker failure. At 12:49:43 pm error code 120.4410.0 is being attributed to low backup voltage at the capacitor used to power backup alarm. Beginning at 12:50:16 pm to 12:58:20 pm log only error code 120.4370.5 had occurred 41 times and is being attributed to low voltage on 8v supply line. Voltage is at least 10% lower than nominal. Continuity testing of the pcu left (female) iui observed a short between pins 14 and 15 associated with the thermal damage. The female iui was replaced with a known good female iui. A basic test infusion was programmed, the infusion was completed successfully after an hour (60 minutes) with no alarms or reoccurrence of thermal activity from the pcu. Mms-203810 bd alaris system - bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices, bd alaris¿ system cleaning audit, bd alaris¿ system cleaning checklist, bd alaris¿ system iui inspection quick reference, bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020. An internal investigation was also opened to address failures resulting from fluid ingress; the findings concluded that cleaning solution ingress and/or accumulation of cleaning solution can cause component failures. As a result, the cleaning requirements were updated to align with iec 60601.1 11.6.6 standards. The best practices for cleaning alaris system devices tip sheet states to inspect the iui connectors on each bd alaris pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, ribs, or cracks. Apply 70% ipa directly to the dedicated iui cleaning brush. To prevent cross-contamination, do not dip the brush into the ipa. Never allow any cleaner other than 70% ipa to contact the iui connectors. The bd alaristm system with guardrailstm suite mx user manual (v12.1.2) states that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Use iui connector covers during cleaning to prevent damage to the iui connectors. Iui connector covers should be cleaned when soiled using 70% isopropyl alcohol (ipa). It is recommended that the iui connector covers are replaced after six months of use. Discard iui connector covers when there is visible cracking, indentations, severe bending, or if they fail to remain engaged with the iui connector. There was patient involvement, but no harm. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: device was disassembled for this investigation, please replace the left inter unit interface (female iui) and ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the report that smoke was seen coming from the alaris system is being attributed to a short between pins 15 and 14 of the pcu¿s left (female) iui. Note that imdrf annex a1006, a1801, c0601, c11, d15 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.